Manufacturer narrative:
No preliminary comments can be made at this time. A final incident report will be submitted upon completion of the investigation.

Event description:
It was reported that following a percutaneous aortic valve replacement, a ultimum ev introducer, 18f, 30cm sheath was selected for use. The physician noticed that the tip of the sheath had detached. The pt was taken to surgery for retrieval of the device.